Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that during pre-use checks, the device showed technical failures 300, 545 and 316. There was no patient involvement related to the reported malfunction.